Event description:
It was reported that the medical professional could not interrogate and program generators when using the motion tablet. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. A replacement usb cable was sent to the medical professional. The return of the suspect usb cable is expected but it has not been received to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The suspected usb white cable was returned to the manufacturer on 11/16/2015. An analysis on the returned usb white cable was completed and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.